Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the sensing knob was missing, the high rate cover and associated label were missing, the lower case was broken and cracked, the front cover was missing, the high rate cover fixture was broken and several parts were missing from backside of device. The unit was scrapped. (B)(4).

Event description:
It was reported that the connections and left button were defective. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.